Event description:
It was reported that during a device replacement the right ventricular (rv) lead was damaged by physician pulling of the terminal pin; afterwards, the physician decided to glue the lead back together. Physician understands the long-term issues this may present on the rv lead. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a device replacement the right ventricular (rv) lead was damaged by physician pulling of the terminal pin; afterwards, the physician decided to glue the lead back together. Physician understands the long-term issues this may present on the rv lead. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that during a device replacement the right ventricular (rv) lead was damaged by physician pulling of the terminal pin; afterwards, the physician decided to glue the lead back together. Physician understands the long-term issues this may present on the rv lead. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained; noise was noted on this lead. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that during a device replacement the right ventricular (rv) lead was damaged by physician pulling of the terminal pin; afterwards, the physician decided to glue the lead back together. Physician understands the long-term issues this may present on the rv lead. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained; noise was noted on this lead. The lead remains in service. No adverse patient effects were reported.